Manufacturer narrative:
Per RMA a replacement computer was sent to site, upon eval of returned computer, no application core files on system. Passed glxgears. Caps on motherboard are leaking and bulging. Did not cause event. No impact on pt reported.

Event description:
Site reported prior to placing an interbody implant and had completed use of navigation, they noticed an error on the system screen of the tria system. "The software has received a bad signal and is terminating itself". The procedure was successful and pt was not affected.